Event description:
A report was received that the patient was experiencing pain at the ipg site as the ipg had migrated. The patient was having difficulty coupling and charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.